Manufacturer narrative:
H.6. Investigation summary : a retention sample of the complaint batch was evaluated along with a control batch. Testing was completed per qc standard test method. Returns were received 02/21/2020, based off confirmation of the retention sample, the return sample was not evaluated. Excessive artifact resembling bacteria was observed in the retention sample of the complaint batch. A review of the most recent complaint data indicates a trend in confirmed complaints for artifact. Complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. H3 other text : see section h.10.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed large cocci like artifact and clumping in the stain. The artifact and clumping obscured the reading of a synovial gram stain which lead to erroneous results being reported by the technician. The technician reported the erroneous gram stain result to the clinician and the patient underwent an unnecessary surgical procedure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed large cocci like artifact and clumping in the stain. The artifact and clumping obscured the reading of a synovial gram stain which lead to erroneous results being reported by the technician. The technician reported the erroneous gram stain result to the clinician and the patient underwent an unnecessary surgical procedure.